Event description:
The patient was undergoing a hysteroscopy, d&c, and endometrial ablation. The physician entered in the cavity length and cavity width into the machine. However, the machine would not complete the cavity assessment. The surgeon tried repositioning the device. All connections were checked to be sure they were air tight. No trouble-shooting efforts were successful. The staff obtained another device (same manufacturer and model number--lot number unknown) and it worked without difficulty. Staff involved in the case are very experienced in using this equipment. Upon visual inspection, there were no defects. The surgeon and staff do not know why this event occurred. The patient's procedure was extended by approximately 10 minutes while the new device was obtained and set up for use. There was no patient or staff harm.====================== health professional's impression======================the surgeon and staff do not know why this happened.====================== manufacturer response for impedance controlled endometrial ablation device, nova sure======================we are returning the device and awaiting the manufacturer's investigation findings.